Event description:
It was reported the customer received a motor error alarm while attempting to rewind their insulin pump. Customer's blood glucose was 88 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they received a motor position encoder error alarm on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to verify alarm in the alarm history due to motor error alarm during rewind. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.